Manufacturer narrative:
The insulin pump had cracked and detached end cap, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window, stained end cap sticker and stained address/serial number label. Drive support disk was inspected and no anomaly was noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed drive support cap is sticking out and experienced high blood glucose level. . The patient¿s blood glucose level was 91 mg/dl. Customer declined troubleshoot for high blood level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.